Event description:
I had a personalize lasik surgery. The ophthalmologist told me that I would probably see halos but, not worse than what I¿ve saw with my glasses. I now, see starburst. It was very badly explained to me (I thought it was little halo on street light). They didn¿t tell me that I would have bad night vision. Also, everything I see from minor light to high intensity lights. They make you sign a document without being with you to explain what the real impact of those problems are in someone¿s life. Lasik md (B)(4).